Event description:
It was reported that the patient had a loss of therapeutic effect, including loss of bladder control which started in the last 6 months. The patient was feeling stimulation and had tried increasing stimulation, but it was too uncomfortable. The patient felt like she had "a bunch of tampons shoved up her vagina and she feels pressure." The patient was on program 1 at 0.6v and stimulation was on. On program 2, the patient felt stimulation in her bike seat area at 0.9v. She felt a jolting at first, but then it was comfortable. She was going to leave it at this setting and assess her symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v556132, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device, but she had not sought further help.